Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she has had an xray since her fall and it was noted that her lumbar spine is deteriorating. Pt repeated that the ins does not feel the same as it did before. Pt stated the ins felt like a "detergent pod" but now it feels completely smashed and when she charges the ins she does not feel any relief from therapy. Pt stated she definitely feels there is a change in therapy since her fall. Pt is not feeling stimulation at all with stimulation on. Hcp did an xray after her fall and that is the only diagnostic test that has been done. Nothing has been done yet to resolve the issue. Pss is sending the local field rep a message about her request to have her programming adjusted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that on s aturday they had a real bad fall and had a seizure. Patient stated that now their stimulator is not working and that it feels different back there. Patient reported that they could tell their stimulation was not working when they usually stretch their legs or arms , they can feel the tingle going down either one of their legs, but now they don't feel a tingle down either of them. Agent asked the patient when they noticed the change in their therapy and patient stated that it was on sunday morning. Patient mentioned that this was the first time that they have had issues since they were implanted. Patient stated that their controller had been in MRI mode and that they recently put their device back into regular mode and now they are not having the same sensations as before. Patient followed up by saying that they were not sure if they should have those sensations and if they ever had them before; they know that it is a different sensation that they are getting since their seizure. Patient said that they need to see if their stimulator is still ticking and operating like usual. Patient stated that this device has done wonders and that they went years with no relief until getting this device. Patient mentioned unrelated medical history; patient mentioned that this was the first seizure that they have had in 15 years.